Event description:
It was reported that the patient with a (B)(6) skin infection (50%) was treated with acticoat. Under treatment, the condition of the patient was deteriorated experiencing a darkening of the skin.

Manufacturer narrative:
The device was not evaluated due to no samples were returned for investigation. Investigation results: our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. An investigation into the manufacturing paperwork associated with this product code and lot has not been possible due to no product code or lot number being available. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments ¿the information provided is insufficient to determine whether the patient's reported mrsa, or another pre-existing medical condition (allergy history, skin/dermal sensitivities etc.) May be a concomitant factor to the reported event. No relevant supporting clinical/medical documentation has been provided to assist with this investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time¿. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.